Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 37-year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four pieces of coiled metal') in a 37-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney infection and ovarian cyst. Concurrent conditions included adenomyosis, irregular menstruation, cramp in lower abdomen, nausea, kidney stone, recurrent uti, abdominal pain, vaginal bleeding, vaginal discharge and pelvic pain. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient underwent endometrial ablation ("endometrial ablation"). On 7-dec-2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, endometrial ablation, adenomyosis and pelvic pain outcome was unknown. The reporter considered adenomyosis, device breakage, endometrial ablation and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr received. Event medical device removal was updated to four pieces of coiled metal. Essure model number was updated from ess305 to ess205. Reporters and medical history were added. Event ablation, adenomyosis and pelvic pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('four pieces of coiled metal') in a 37-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney infection and ovarian cyst. Concurrent conditions included adenomyosis, irregular menstruation, cramp in lower abdomen, nausea, kidney stone, recurrent uti, abdominal pain, vaginal bleeding, vaginal discharge and pelvic pain. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient underwent endometrial ablation ("endometrial ablation"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, endometrial ablation, adenomyosis and pelvic pain outcome was unknown. The reporter considered adenomyosis, device breakage, endometrial ablation and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.